Event description:
The customer obtained a negative result of 2.44 miu/ml for the axsym b-hcg assay from one patient sample. The patient was undergoing an in-vitro fertilization (ivf) and was suspected to be two weeks pregnant. The gynecologist stopped the ivf (based on the negative result) and administered progesterone. Subsequently, the patient lost the fetus. The gynecologist claimed the patient had been pregnant for two weeks admitting that the progesterone was not an incorrect treatment. The customer did not retest the sample, request another blood draw or confirm the negative result using an alternative method as instructed by the assay package insert.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us.the patient sample was not available for return to perform testing and the customer could not confirm the reagent lot in use at the time. Abbott confirmed that lot 81517jn00 had been distributed to the customer at the time of this incident. The manufacturing records and data for this lot indicated that it was performing within the upper and lower specifications limits and established control limits and was acceptable per the label claims. Calibration met the package insert specifications. Assay parameters and control data generated confirmed the validity of the calibration curves generated. The customer was referred to the assay package insert which instructs the user to use other data (patient's history, results of other tests) besides the b-hcg results. The package insert also instructs the user to confirm the result by alternate methods and that detection of very low levels of hcg does not rule out pregnancy.a search was performed for complaint records registered for axsym total b-hcg reagent, list number 7k58. Based on this review and the given information available at the time, no adverse trends were identified related to this product and, no malfunction was confirmed related to this assay and the product is performing per the assay labeling.